Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the lead anchor site. The physician believed the patient had a seroma at that location and scheduled a revision. During the revision, a seroma was discovered. The physician extended the midline incision pocket to accommodate the lead coil and re-anchored the leads. The patient was reportedly doing well following the procedure.